Event description:
It was reported that patient was infusing propofol into lumen of a central line with stopcock with extension attached. There were blood and propofol on the floor. The blood had backed up and leaked out of the side port with the blue cap. It was confirmed with a syringe. The issue was caught immediately, and patient started to wake up however the line was changed immediately and infusion was continued. There was patient involvement, and no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.